Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 600cc mentor smooth round moderate plus profile (catalog #: 350-2600, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 600cc mentor smooth round moderate plus profile prosthesis and experienced postoperative right-sided deflation. As the result, the patient is scheduled to undergo explantation on (B)(6) 2020.

Manufacturer narrative:
On 2/5/2020, the suspected medical device was returned for evaluation. On 2/6/2020, mentor received additional information regarding the replacement devices. The replacement devices are two 800cc mentor smooth round moderate plus profile prostheses (catalog #: 3502800, left serial #: (B)(6), right serial #: (B)(6)). On 2/12/2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, some creases were observed in the anterior view and the posterior view. Additionally, two (2) tears were noted (a in the anterior view expanding to posterior view and b in posterior view) measuring approximately 2.5 cm (a) and 0.1 cm (b), both ruptures were observed within a crease in the posterior view. The evaluation determined that the ruptures is consistent with a crease/fold rupture. These kind of findings is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).